Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the balloon was not able to deflated after inside the patient's anatomy. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. During visual inspection, the balloon catheter shaft was noted to be kinked at its proximal end. The balloon was slightly compressed on its proximal shaft and middle shaft. During functional testing, the balloon catheter was prepared as per direction for use (dfu) for balloon inflation testing and the balloon inflated and deflated as intended not confirming the reported complaint. In case of this complaint, no deflation issues were noted. It is possible that the deflation may have failed due to procedural factors encountered during use; however, this could not be definitely determined. An assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when the balloon was not able to deflated after inside the patient's anatomy. There were no reported clinical consequences to the patient.